Event description:
It was reported that relief alarm pressure knob is broken, and patient output connector is missing. There was no additional information provided.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Problem source is a design issue for the loosening of connector and user interface for device damage. The manufacturing DHR is not relevant to the investigation due to the age of the device and as the problem source is user interface.